Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laminectomy on (B)(6) 2015 and suture was used. Post-operatively, the patient developed an infection. A reoperation was done on (B)(6) 2015 to drain and clean the incision and replace two screws and the suture was removed. The surgeon reported that he does not blame or know if the suture caused the infection because the patient had comorbidities and infection can occur from many other things. Additional information was requested.